Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the right ventricular (rv) seal plug but no other anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because the device has been returned and analyzed.

Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 2,000 ohms on the right ventricular (rv) lead. There was also high threshold measurements noted on the rv lead. Surgical intervention was performed to replace the pacemaker and rv lead. This product was explanted. No additional adverse patient effects were reported.